Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a2. The following sections were corrected: h6.

Manufacturer narrative:
D10: 300-30-09 - equinoxe preserve stem 9mm: (B)(6). 320-10-00 - equi rev tray adapt plate tray +0: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq rev torq defining screw kit: (B)(6). 320-20-18 - eq rev comp scr lck cap kit, 4.5 x 18mm: (B)(6). 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6). 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6). 320-20-38 - eq rev comp scrlck cap kit, 4.5 x 38mm: (B)(6). 320-42-00 - equi rev 42mm humeral liner +0: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the right side. Subsequently, the patient was revised due to the initial glenosphere being too big. The surgeon initially thought the stem was loose. As a result, the surgeon removed the 42mm glenosphere and replaced with 38mm glenosphere. Patient was last known to be in stable condition following the event. No further information available.